Event description:
Deep internal pelvic pain and throbbing, painful urination with recurring infection, bowel problems, infection in fallopain tubes, poor appetite, multiple pain medication required post-uae.